Manufacturer narrative:
Device evaluated by MFR: a mustang 3 x 12, 24atm, 135cm, was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 21mm in length and extended from a position 1mm proximal of the distal markerband to 22mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the recommended sheath for this device is minimum 5 fr. The sheath used by the customer was not returned for analysis. The investigator was unable to insert the mustang device through the 5 fr sheath as the mustang device had a balloon longitudinal tear. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous lower extremity artery. A 3.0 x 120, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous lower extremity artery. A 3.0 x 120, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient's status is stable.